Event description:
Upon further query the following info was provided that indicated a general report of an unspecified number of undocumented incidents of disconnections. On unspecified dates, the tubing sets were being used for intermittent deliveries of unspecified medications. The secure lock male adapter of the tubing set was connected to the pts' IV access sites. After unspecified length of time, it was reported the removable clave port disconnected from the tubing sets. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays in therapies critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
User facility mandatory medwatch was received on (B)(4) 2013. The report number is (B)(4). The customer indicated that the devices were discarded. A representative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.